Event description:
The customer reported obtaining high background counts on red blood cells (rbcs) and platelets (plts) from the lh 500 hematology analyzer during startup. A beckman coulter customer technical specialist (cts) assisted the customer with troubleshooting over the telephone. The cts instructed the customer to run a disinfect cycle but the customer continued to experience the issue. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse monitored both the red blood cell (rbc) and white blood cell (wbc) diluent dispenser during actuation and noted that both assemblies were generating excessive air bubbles. The fse proceeded to replace both the rbc and wbc diluent dispensers to resolve the issue and verified the repair as per established procedures. Results: failure mode of the event is attributed to defective rbc and wbc diluent dispensers. (B)(4).